Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
The service repair tech (srt) reported that during routine testing of the device at the service center, the fan on the roller pump did not rotate freely. There was no pt involvement.